Event description:
The customer reported " tip of screw driver shaft is damaged while surgery." This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A pre-repair assessment performed by a technician revealed that the coupling adapter is deformed. No fault could be detected. Placeholder.